Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experiencing low blood glucose. Customer stated that the blood glucose was 45 mg/dl at the time of incident. Customer stated that the high blood glucose was treated with the glucose tablets. Customer did not experienced any symptoms related to low blood glucose. Customer stated that troubleshooting was done for low blood glucose. Customer reported that the device will not be returned for analysis.